Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure with cautery of a non bleeding arterial venous malformation (avm) performed on (B)(6) 2009. According to the complainant, during the procedure, when the physician attempted to apply heat, the probe would not cauterize. The physician made a decision to not treat the arterial venous malformation. The physician continued with the colonoscopy procedure which was successfully completed with no complications to the patient. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).